Event description:
The customer returned the bronchofibervideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that the bending section was detached from the distal end, and the adhesive detached from the bending section rubber. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a separation and stress problem was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.